Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to hyperglycemia and had to go emergency room on (B)(6) 2018. The customer reported that she had high blood glucose levels of 24 mmol/l at the time of incident. The customer reported that she had bent cannulas for the last couple of months. The customer reported that the current blood glucose level was 15 mmol/l. The customer stated that she was at the emergency room for seven hours. The customer stated that she changed the infusion set and reservoir and did correction with insulin pump. The customer stated that the hospital did not perform any form of treatment while she was there. The customer reported no symptoms related to high blood glucose and stated that the insulin pump received several no delivery alarms. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return. Additional device related incident: infusion set ((B)(4))